Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pacing lead 6935 implantable tachy lead (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve stimulation. The lead was initially reprogrammed and then subsequently deactivated. The lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.